Manufacturer narrative:
B.1. Updated. H.1. Updated. As there was no reintervention in this procedure the event is classified as a malfunction.

Manufacturer narrative:
The UDI information is not available since the requested lot number remains unknown.

Event description:
The following information was reported to gore: on an unknown date a patient underwent vascular treatment (either celiac or superior mesenteric artery) with a gore® viabahn® vbx balloon expandable endoprosthesis. On an unknown date this patient developed a problematic phenomenon described as non-critical narrowing. The event is ongoing.